Event description:
A nurse reported an intraocular lens (iol) was exchanged for a different model and power lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 04/20/2012 and 05/04/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).